Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a distorted monitor. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit for the reported display distorted and eventually gets cloudy. To fix the issue, the fse replaced the display/mounting plate/cable, the display now functioning as designed. The fse then performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).